Manufacturer narrative:
No event date was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the patient had a fall and, according to the hcp, a [seroma] developed and ruptured, causing what appeared to be an infection. A removal surgery was planned for (B)(6) 2021. No device issues or further complications were reported or anticipated.